Event description:
It was reported, the lead was extracted, due to access needed in occluded/stenotic vein, (debulking). And to upgrade to an MRI compatible system. No additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).